Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was becoming more difficult to press. The customer applied more pressure to the wake button to address the issue. There was no adverse impact to the customer.